Event description:
Healthcare professional later reported implant exchange due to patient's concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is "rippling," "feels smaller and its as if I can feel a piece of plastic on the bottom left side, and feels like an empty zip lock bag," and "silicone in the lymph nodes."

Event description:
Patient reported left side "rippling," "feels smaller and its as if they can feel a piece of plastic on the bottom left side, and feels like an empty zip lock bag, "silicone in the lymph nodes." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, white calcification in the surface of the shell, device appearance (observed 40 mm dark patch edge material inside gel device) and weight to the spec. No openings observed in the device. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Event description:
Patient reported left side "rippling," "feels smaller and its as if they can feel a piece of plastic on the bottom left side, and feels like an empty zip lock bag, "silicone in the lymph nodes." Healthcare professional later reported implant exchange due to patient's concern with the product. Device has been explanted.